Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported that there was an issue with optilene suture. The client complains that needles are permanently detaching from the thread. No more information is provided. There was no patient harm noted.

Manufacturer narrative:
Correction please note that this MDR (B)(4) is a duplicate of MDR 3003639970-2020-00134. All information regarding this event is contained in MDR 3003639970-2020-00134.